Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer treated the high reading with bolus. Blood glucose was 81 mg/dl but still having ketones. Customer also requested to get their meter replaced. Customer did not troubleshoot for high blood glucose. The insulin pump was not replaced or returned for analysis.